Event description:
Boston scientific received information that a revision procedure was performed due to infection. The competitor device was successfully removed. However, the right ventricular and atrial leads could not be removed; therefore, the leads were surgically abandoned and folded back into the pocket. The leads were sutured into place and remained implanted. The procedure was successfully completed after the pocket was cleaned. No additional adverse patient effects were reported.

Manufacturer narrative:
The leads remain implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.